Event description:
Healthcare professional reported capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, seroma-late.

Event description:
Healthcare professional reported right side ¿minimal adjacent seroma¿, ¿discomfort, pain and hardening of breasts¿, ¿radial folds of the elastomer:, ¿capsular contracture¿, ¿lobulated in contour¿, ¿breast cysts.¿ the device remains implanted.